Event description:
Reportable based on device analysis completed on 01/30/2019. It was reported that the catheter had a bad/poor curve. During an ablation procedure with a blazer prime xp ablation catheter, the catheters bent to 90 degrees at the ablation electrode. No further information was reported. However, device analysis revealed found broken adhesive that allowed the ingress of body fluid within the distal end. Visual inspection failed due to the kink at the distal section and the broken adhesive. Dimensional inspection failed since the curve was found out of specification due to the bent center support and the short kevlar.